Manufacturer narrative:
One device was returned for analysis. Visual inspection found the downstream sensor and upstream sensor seal were contaminated. Review of the event history log (ehl) was not performed due to error code 1260 that was displayed on the pump. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was the microprocessor unit board. As a result, the microprocessor unit board was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited error code 1260. The event occurred during testing. There was no patient involvement, no patient injury was reported.